Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci assisted surgical procedure, the single port (sp) instrument arm drape was properly applied and the surgery was begun. However, during the surgery, a message was received indicating that four arm clips had come loose. Upon inspection, all four clips were indeed detached. Subsequently, when attempting to switch between the lower and upper sections, the drive did not rotate. After redocking and stowing the patient cart, site attempted to reattach the clips; however, the gray connecting parts of the clips and the cart were misaligned, preventing the drape from being applied. Consequently, the customer removed a new arm drape and applied it during the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.